Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of 331 mg/dl. Reportedly, the customer delivered a correction bolus to address bg level. Reportedly, there were large air gaps observed in the luer lock. Tandem technical support assisted the customer on successfully priming the tubing to remove the air gaps. Insulin delivery was resumed.